Event description:
(B)(6) 2024 rtg0643296 x2 patlr (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt like there was something sticking them down there on the left-hand side, and it would be painful no matter how they adjusted stimulation. Patient said they started falling a lot. Patient went through a year of testing for their nerves. The patient's healthcare provider (hcp) told them that their nerves were wrapping around their spinal cord, which was causing their legs to go out. Patient stated they had to watch their legs because if they worked too hard they would give out and head to the floor. The patient was redirected to their hcp to further address the issue. On 2024-sep-17, additional information was received from the patient. Patient services (ps) received a call from the patient from a registered phone number in regard to the same issue previously reported. The caller repeated the s ame information previously reported in regards to falling and stated that they were stranded on the floor a couple times. The caller repeated the same information in regard to feeling a sticking pain down there and are unsure what it is from. The caller stated that they can feel the sticking pain in certain positions (sitting up). The caller also stated that they have been having more accidents lately and usually will try to adjust stimulation, and that helps. The caller stated that they are urinating every two hours. The caller stated that they had followed up with a doctor in this regard but was told that the pain/sticking was not from the ins and stated that they (hcp) did not feel/see anything. The caller stated that when they sit down in the bathtub, they can feel something poking underneath their skin. The caller stated that they haven't seen the hcp in this regard since then due to being upset from being brushed off by the hcp and nurse. The caller wanted to know if, from falling often, the pain they are feeling was related. Ps reviewed falling (a lot) could potentially cause damage to the ins system. The caller stated that the ins was working well for them previously. The caller stated that they have an internal specialist but not a hcp for the ins. Ps sent the caller an email with providers in the area. Ps redirected the caller to the hcp to further assist. The caller stated that they had received a letter. Q1. "Was the medtronic device/therapy/procedure causing or contributing to the nerves wrapping around your spinal cord causing your legs to give out?" Answer: I don't know; that's what the hcp told them. They don't know it for sure. Don't think that the device is contributing to the falls. Additional information was received from the patient on 2024-10-21. They reported that it started 2.5 yes and was damaged by fall. It hurt to sit and now they just soaked in the bathtub

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back in to report previously stated symptoms. The patient stated their MRI personnel told them that the implant battery was shot but also mentioned that they had an MRI and that their therapy was put into MRI mode. The patient mentioned they were having pain in the vaginal area when the therapy was on and it got worse and worse and worse. The patient mentioned they went to their healthcare provider (hcp) three months after the surgery and went back a month after that, when the hcp mentioned that they "did not feel anything". The patient went to their primary care doctor and said their primary care doctor told them that they could follow up with the doctors in the same building that handled the implant. The patient said their programmer and communicator were not yet charged during the call. The patient was redirected to their hcp to have the implant battery and symptoms checked. The patient stated they would follow up with a different hcp.

Event description:
Additional information was received from the patient. They reported that it is unknown if the issue was caused by normal battery depletion. When asked likely cause the patient reported that it just states started not stinging on codes their leg set then on sticking them. They don¿t know about implants. MRI tech told them interstim battery was not working. They are going to schedule and appointment with urologist that is special up in the procedure to remove the device. The issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that steps taken to resolve the issue were that they had been feeling ill and trying to figure out why they were dizzy, had low blood pressure, and were falling and that they were trying to find a specialist and make an appointment with a urologist somewhere. They reported the issue had not yet been resolved. They reported that device removal was not planned. They reported they still have the device with them and that it was turned off by an MRI tech.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue was not yet resolved and removal/replacement was not planned as they had yet to find a new health care provider (hcp)